Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the cement in question for femoral trochanter. After lag screw insertion and engaging the locking mechanism, the cement was injected through the cannula. A total of 2.7cc of the cement was injected, and the surgeon felt a discomfort with the way the cement spread on the image. After changing the angle of the image, the surgeon noticed that the cement had leaked out of the fracture and was lodged in the direction of the joint. The surgeon decided to stop injecting the cement. Although the patient was placed in an abduction position, the cement was outside the joint. According to the surgeon, the cause of cement leakage cannot be determined because the case was obsolete, 2 weeks post-injury, a clean reduction could not be achieved, and the bone was small in a petite patient. The surgeon was not sure if the cement leakage affected functional prognosis. The surgery was completed successfully without any surgical delay. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).